Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient had an MRI done and the implant is in MRI mode. Caller stated the patient said it was shocking her in MRI mode yesterday but not today while. Agent reviewed MRI mode and how to deactivate it. Caller mentioned the patient may have the system removed at some point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.